Event description:
The product was used during a lung biopsy procedure. Reportedly, the instrument was difficult to open. The surgeon converted to a laparotomy and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.